Manufacturer narrative:
The customer reported leakage at the connection and returned photos of the issue. The material 1022-091-032 is manufactured at the bd facility north america molding center (namc), who was forwarded the information and photos. The investigation found that since no physical samples were provided, the defect could not be confirmed, and no root cause could be determined for this occurrence. In addition, preventative maintenance for the mold was reviewed and all scheduled pm activities were completed on time up to completion of these batches. This type of defect will continue to be monitored per namc¿s in-process inspection plan. Namc performed a device history record¿s review (DHR) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured, and released according to applicable procedures and specifications. No observations/events relating to the complaint condition were found.

Event description:
Material # 1022-091-032, batch # 3178744. It was reported by customer that they received complaints at medtronic from final users where it was reported a leak where the 1/8" line connects to the manifold on the oxygenator. The leak originated from the tubing connection. The same leak appeared in multiple packs. Verbatim: rcc received a complaint via email. Email(s) attached. This is a notification to inform that we received complaints at medtronic from final users where it was reported a leak where the 1/8" line connects to the manifold on the oxygenator. The leak originated from the tubing connection. The same leak appeared in multiple packs. The device was replaced. There was no patient involvement, so no adverse effect occurred. Product number - 1022-091-03. Lot number - 3178744.

Event description:
It was reported that bd female ll adaptor was leaking. The following information was received by the initial reporter with the following: it was reported by customer that they received complaints at medtronic from final users where it was reported a leak where the 1/8" line connects to the manifold on the oxygenator. The leak originated from the tubing connection. The same leak appeared in multiple packs.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.